Event description:
A hydrothermablator console unit was being prepared for use during a hydrothermablation (hta) procedure. According to the complainant, "over time it appears the screws connecting the cpu board melted causing the cpu to dismount." The case was completed with this device and there were no patient complications reported as a result of this event. Follow up information received on july 21, 2009 confirmed that the unit was not being used on a patient at the time of the incident.

Manufacturer narrative:
The device has not been returned, therefore, a device evaluation has not been completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).